Event description:
It was reported that during the surgical procedure, the wrist of the bipolar maryland forceps instrument broke and fragments fell inside of the pt. The fragments were retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument proximal clevis was broken proximal clevis and main tube were missing. Engineering evaluation determined that the failure mode experienced by the customer was a result of damage to the proximal clevis. As indicated in the complaints notes, the fragmented components were successfully retrieved.